Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-06212. Related manufacturer reference number: 2938836-2019-06218. It was reported that the patient expired. Prior to the patient's death, review of the remote transmissions of (B)(6) 2019 revealed intermittent loss of capture on the right ventricular lead. Later, the patient was seen in the clinic for a routine follow-up on (B)(6) 2019. The patient presented with no specific cardiac symptoms and was in stable conditions. No rv loss of capture was noted during the follow-up visit on (B)(6) 2019. There is no known allegation from a health professional that suggests the death was product related. It was reported that the cause of death is unknown.